Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator found insignificant anomalies and it was functionally okay. It was noted that there were burn marks on the case of the ins that are consistent with devices that have been burned during cauterizing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a device replacement had been discussed, but not planned or scheduled. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting good pain relief for the past year; however, starting 3-4 weeks prior to the report, the patient has had a burning sensation at the battery site that radiates down to the hip and leg. There was no known trauma or event which may have contributed to this issue. The battery site is heating up after the device dips below 30% of charge. The patient claims that the heating/burning spreads through his hips and down his legs. There are no known external factors noted which have changed to prompt this new response. The patient has tried multiple intensity settings to try and alleviate these issues; however, this has not resolved the issue. With the health care provider¿s consent, the device has been turned off completely for the first time to see how the patient¿s pain and heating/burning symptoms change without the stimulation. The pain subsided later in the evening when the implant was turned off. The burning sensation was gone on the morning of the report, but the patient¿s back and leg pain returned. The patient¿s spinal cord stimulation is for the back and leg pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was replaced on (B)(6) 2019 due to the burning sensation at the ins site that was occurring when the ins charge dropped below a 30% charge. The ins was received in at analysis on (B)(6) 2019. No further complications were reported or anticipated.